Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomerieux to report a discrepant organism identification on the vitek 2 yeast (yst) identification (ID) test kit. Candida glabrata was misidentified as a low discrimination between cryptococcus neoformans and candida tropicalis, or as rhodotorula minuta. Method of confirmation/retesting was not provided by the customer. The customer stated that the discrepant results did not lead to any adverse event related to any patient's state of health. Culture submittals were requested by biomerieux for internal investigation. An internal biomerieux investigation will be initiated.

Manufacturer narrative:
Biomérieux internal investigation was conducted for the isolate submitted by the customer. Investigational testing included the following. Sequencing 28s: identification to the species candida glabrata 100%; vitek® ms: identification to candida glabrata 99.9%; api® candida: good identification to candida glabrata 98.5%; api® 20c aux: very good identification to candida glabrata 99.3%. Vitek® 2 yst ID: customer lot - very good identification to the species candida glabrata; random lot - very good identification to the species candida lipolytica. The investigation did not duplicate the result obtained by the customer. Comparison of the biochemical profiles between candida glabrata (expected result), rhodotorula minuta obtained by the customer, and candida lipolytica obtained in-house with random lot suggests that the biochemical profile on vitek® 2 for this strain is atypical and subject to a lack of reproducibility. Genetic measurement techniques and non-automated methods such as api® and disc diffusion are more conducive to testing organisms exhibiting this behavior. The investigation concluded that the yst ID cards are performing as expected.